Event description:
The customer reports the device has a defective ac power module. There was no reported pt involvement.

Manufacturer narrative:
(B)4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.